Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The finetuner echo (fte) would no longer power on and the screen would freeze. There was a clacking noise caused by a potential loose component when the device was shaken. Furthermore, there is also a bulge in the plastic on the back where the serial number is printed. The recipient received a new device.

Event description:
The finetuner echo (fte) would no longer power on and the screen would freeze. There was a clacking noise caused by a potential loose component when the device was shaken. Furthermore, there is also a bulge in the plastic on the back where the serial number is printed. Cr2032 batteries were used, these were exchanged and the device would work again but still showed a weak battery. The recipient received a new device.

Manufacturer narrative:
Conclusion: according the information received, the finetuner echo would no longer power on and the screen would freeze. Furthermore the housing was bulged. During device investigation a defective capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. No injury was reported.